Event description:
It was reported that ten days after implant the patient¿s implantable neurostimulator was removed due to an infection. The patient was in the hospital for four days and then was put on an antibiotic regimen that went for 8 weeks. Additional information requested, but was not available as of the date of this report.

Event description:
It was reported that ten days after implant the patient¿s implantable neurostimulator was removed due to an infection. The patient was in the hospital for one to two days and then was put on an antibiotic regimen that went for 8 weeks.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), explanted: unknown, product type lead. (B)(4).